Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 485 mg/dl after multiple infusion set changes, including observations of a bent cannula, and the device was delivering correction doses. Customer care provided support that included customer service troubleshooting and assessment of infusion set use. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected infusion site or cannula issue that was not confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention, with blood glucose later decreasing to 266 mg/dl and the user feeling better. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.